Event description:
It was reported that when a patient was implanted the lead was never connected to the battery because "when they went to connect the lead the paddle was broken". It was stated that the implantable neurostimulator (ins) was never turned on. It was reported that the patient had suffered two strokes and the doctors wanted to do an MRI of her brain and heart. It was noted that the patient has no stimulation sensation. Further information has been requested. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 2000-(B)(6), product type extension product ID 7434-e, serial# (B)(4), implanted: 2000-(B)(6), product type programmer, patient product ID 3998, lot# l58239, implanted: 2000-(B)(6), product type lead product ID 37744, serial# (B)(4), product type programmer, (B)(4).

Event description:
Additional information received reported, the cause of the event was a breakage in the system, and there were high impedances on all channels. It was reported upon the patient's ins replacement (refer to manufacture report# 3004209178-2012-04786 for previous ins) impedances measured high before and after the ins and extensions were replaced, indicating there was a break in the paddle lead. The patient was closed and a 2nd surgery would be needed to replace the lead. It was noted that all portions of the system were connected and secured, not left unconnected as previously reported. A planned date for the lead revision was not given.

Event description:
Follow up information received from the patient reported that they were working with their doctor to resolve the device issue. It was noted that the "unit never worked" and that the patient was going to discuss with their doctor about removing the device. Subsequent follow up information received from the physician confirmed that the cause of the event was a breakage in the paddle lead which showed high impedances. It was reported that the patient had decided to have the ins system removed as they did want to have surgical revision to correct the issue. The patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.